Event description:
It was reported that during a da vinci assisted lymphadenectomy surgical procedure, there was no image in the right eye on one surgeon side console (ssc). The customer was using two sscs for the surgery and the image was good in the other ssc and on the vision side cart (vsc) touchscreen. The technical support engineer (tse) checked the logs and found error 119 on the ssc that was experiencing the issue. The tse asked the customer to perform a restart, but due to an ongoing surgery, the surgeon preferred to do it at the end of the surgery. The customer did continue with the procedure as planned, as the error did not have a big impact on system functionality. The customer called back and reported that after the restart the vision was back to normal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information was obtained: it was confirmed that the system was not checked prior to use. It was noted that the system initially powered on without errors and with dual console set-up. The customer stated that the issue occurred before the operation. The second surgeon side console (ssc) was used to resolve the issue. There was no patient harm due to this issue.

Manufacturer narrative:
An isi field service engineer (fse) went on site to further investigate the issue and replaced the hrsv monitor to resolve the reported issue. The system was then working properly and no further investigation was required. Isi has not received the monitor for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6)2022 on system sk3871. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted from a dual surgeon side console (ssc) set up to a single ssc after the start of the procedure due to a vision issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed additional failure analysis investigation. There was no image on the monitor due to a main board defect.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in h6 and h10. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported issue. The monitor was installed in the in-house system and the system started up without any errors; 10 power cycle was performed without any issues. The system booted up in normal mode and let it idle for 10 minutes without issues.

Event description:
Refer to h10/h11 for follow-up information.